Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that the act button was not responsive. The customer's blood glucose was 450 mg/dl at the time of incident. The customer also reported that she was not able to do bolus due to the keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.